Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, there was a streptococcal biofilm formation. As of further received information, the recipient had an edema above the implant with some open skin. The implant was surgically explored and there was massive granulation tissue around and under the implant.

Manufacturer narrative:
Additional information: according to the received information, the recipient presented with edema on the stimulator housing area, close to the skin incision. During skin flap debridement, massive granulation tissue surrounding the housing was observed and localized streptococcal infection has been reported. In the present case, surgical revision could solve the issue and a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The device remains implanted and in use.

Event description:
Reportedly, there was a streptococcal biofilm formation. As of further received information, the recipient had an edema above the implant with some open skin. The implant was surgically explored and there was massive granulation tissue around and under the implant.